Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc). A review of the daily measurements confirmed stable impedance and sensing measurements. Boston scientific technical services (ts) suspects a possible microdislodgement or pericardial effusion. The patient is not pacemaker dependent. The outputs were increased and there were no adverse patient effects were reported.